Manufacturer narrative:
Further investigation could not determine a specific root cause. Based on the data provided, the issue was most likely caused by an issue with the sample itself. An issue with the sample probe could not be excluded. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received. Medwatch was updated.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained about gel on the sample probe and stated she received questionable vancomycin results for one patient. The initial result was 167.2 ug/ml with a data flag. The repeat results were 74.3 ug/ml with a data flag, 65.2 ug/ml with a data flag, and 35 ug/ml. An additional testing was done on the sample with no numeric result, but an error message indicating no sample was pipetted. The customer performed a manual 1:3 dilution and the calculated result was 28.5 ug/ml. The repeat result was believed to be correct. No erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 198029. The expiration date was requested but was not provided. The field service representative found the sample probe was contaminated with gel from a low volume sample. He replaced the sample probe and performed sample probe alignments. He advised the customer to pour off low volume samples with angled gel into cups to safely run the samples. He customer ran calibrations and qc with all results meeting specifications. The system operation met specifications.